Event description:
It was reported that this patient received anti-tachycardia pacing (atp) and shocks from their implantable cardioverter defibrillator (ICD) device. The rhythm was not converted, and device therapy was exhausted. Evidence is suggestive that the therapy was provided due to an atrial-driven arrhythmia. The physician indicated they were in touch with a boston scientific representative to perform device reprogramming. The device remains in-service. No additional adverse patient effects were reported.